Event description:
It was reported that the iab had ruptured. Blood was noted in the line, and there were helium loss alarms. As a result, the iab was surgically removed. The patient was stable after the removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. Upon return, the iab was received in two separate sections and blood was noted within the helium pathway. During the investigation, the iabc central lumen was found broken in the flex tip area. Also, the iab catheter distal tip was separated and no longer attached to the catheter bladder and central lumen. The combined damages can result in a helium pathway leak and cause alarms; it could not be confidently determined which damage occurred first or what initially caused the complaint. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that the iab had ruptured. Blood was noted in the line, and there were helium loss alarms. As a result, the iab was surgically removed. The patient was stable after the removal.